Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, because the serial number is unknown, the manufacturer date unavailable. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported that when using a soltive premium superpulsed laser system, there were flames/orange glow from the fiber where it attaches to the soltive, which completely melted the fiber. Th device failed upon initial clinical use. The facility was using the ureter setting on the soltive. There was no patient harm associated with the event. This report is linked to patient identifier: (B)(6).

Manufacturer narrative:
The device is not expected to be returned for evaluation. Good faith efforts were made to obtain additional information from the customer; however, no response received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.